Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the helmer fridge was boot looping. The field service engineer rebooted fridge and checked all connection to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge was boot looping and not logging the temperature correctly when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.